Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. A glucose gel was consumed to treat the low bg level. Reportedly, the customer was very sensitive to insulin. Additionally, the customer alleged that the pump did not calculate an accurate bolus amount when requesting food boluses. Review of the pump data logs by tandem technical support verified that the pump calculated the bolus requests as intended and there was no issue with the bolus deliveries. Recommendation was made to consult with healthcare provider regarding diabetes management.

Event description:
On a voluntary event submitted on (B)(6) 2019, the customer reported that the basal suspension feature was not functioning as intended. Additionally, the customer reported that the bolus calculation feature of the pump was not functioning as intended. Customer alleged that a flaw in the software led to low blood glucose (bg) levels. At the time of the initial reported event on (B)(6) 2018, tandem technical support reviewed the bolus calculations of the pump and verified that the bolus feature was functioning as intended. Additionally, cts explained the pump calculations for different scenarios including when having active insulin in the body (iob), and/or when delivering boluses based on blood glucose (bg) entry or a carbohydrate entry. Tandem technical support reviewed the pump logs and verified that all bolus requests had delivered as intended and there was no issue with bolus deliveries. Multiple attempts had been made to follow up with the customer at the time of the initial report; however, a response was not received.